Event description:
It was reported by provider that the nut that locks in the arm height, broke on the solara wheel chair. Not sure what exactly happened just states it broken and the chair resides in the facility. He also states the tilt cable is broken.